Event description:
Same case as MDR ID: 2134265-2015-02184. It was reported that catheter removal difficulty and balloon rupture occurred. The target lesion was located in the left anterior tibial artery. A 2.5mm x 220mm x 150cm coyote¿ balloon catheter was advanced over the choice guidewire. Both devices were then advanced to the lesion. The balloon was inflated at 8 atmospheres; however, the balloon ruptured and started to leak. The physician was unable to remove the balloon catheter from the wire. Both devices were then removed together as a whole system from the patient¿s body. The procedure was completed with a choice pt guide wire and another 2.5mm x 220mm x 150cm coyote¿ balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter and a guidewire. The guidewire was sticking out of the hub of the catheter 284cm. The outer diameter (od) of the guidewire was measured with a calibrated laser micrometer. The guidewire was successfully removed from the catheter. The balloon was bunched 7cm and 12cm from the proximal markerband. The device was inflated to the rated burst pressure (rbp) for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. The tip and shaft were not damaged. The inner diameter (ID) of the catheter was measured with a calibrated pin gauge set. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that catheter removal difficulty and balloon rupture occurred. The target lesion was located in the left anterior tibial artery. A 2.5mm x 220mm x 150cm coyote¿ balloon catheter was advanced over the choice guidewire. Both devices were then advanced to the lesion. The balloon was inflated at 8 atmospheres; however, the balloon ruptured and started to leak. The physician was unable to remove the balloon catheter from the wire. Both devices were then removed together as a whole system from the patient¿s body. The procedure was completed with a choice pt guide wire and another 2.5mm x 220mm x 150cm coyote¿ balloon catheter. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).